Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware that a user of the ds2adv auto CPAP had states black particles. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
"(Device) problem code grid" section has been updated/ corrected.

Manufacturer narrative:
"(Device) problem code grid" section has been updated/ corrected.